Event description:
The clinical specialist reported the following timeline of events: on (B)(6) 2024 a 56-year-old male had a vena cava filter placed in an ¿off-label¿ procedure for an upcoming knee replacement. This was placed with the intent for retrieval at a later date. The access site was the right common femoral vein. When the filter was deployed, it was noted to have been placed slightly tilted. The patient did mention some discomfort at this time. On (B)(6) 2025 an attempt was made at the (surgical center) to retrieve the filter but was unsuccessful. That is when it was discovered that the filter had migrated sideways. On (B)(6) 2025: the clinical specialist was made aware of the situation and present for the case. The patient had an inferior vena cava (ivc) procedure. The filter was removed intact and with all legs. No harm was reported on the patient after the retrieval procedure. The device was placed and removed by the same surgeon. It was placed at his (surgical center) and removed across the street at (hospital).